Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/28/2010, 10/29/2010 and 11/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that for the past year his vision is "not as sharp as it used" to be following intraocular lens (iol) implant surgery three years ago. Additional info has been requested.